Manufacturer narrative:
Received two used sets and two plastic luer lock syringes, one b-d, and one hsw, for evaluation. Functional testing of each of the luer activated valves on each of the two sets with each of the two syringes revealed no operational defects. The valves did not leak and could be injected through without difficulty. Could not duplicate the reported complaint condition.

Event description:
Report received of lav valves remaining closed when use attempted. Tubing was being used on a pt undergoing esophagoscopy procedure. The attempt by the practitioner to give a medication of sedation during the procedure was unsuccessful. Tubing was changed and still unable to give any sedation during the procedure. Procedure was facilitated by using topical anethetic to the throat. No pt harm reported.